Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During an electrode revision, it was reported the deep brain stimulator (dbs) would not restart after the 2nd electrode revision due to interference with rf energy delivered by a plasmablade device. The dbs was replaced and no further interventions were reported.